Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately low compared to another device and her feelings. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained the following info. The pt reported that the alleged issue began on an unspecified date in late (B) (6) 2010. The pt claimed her blood glucose typically runs in the "200 to 280 mg/dl" range; however, on an unspecified date began to obtain readings in the "90 to low 100 mg/dl" range with the subject meter. On (B) (6) 2010, the pt reported obtaining blood glucose readings of "109 mg/dl" with the subject meter and "212 mg/dl" on another device (onetouch ultramini), performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. The pt reported as a result of the alleged low readings, she was obtaining she discontinued to test with the subject meter (in late (B) (6) of 2010); however, continued to test as usual using her onetouch ultramini meter. The pt denied making any changes to her diabetes management as a result of the alleged low results. On the evening of (B) (6) 2010, approx 1 week after she stopped testing with the subject meter, the pt claimed she developed chest pain. At 8pm that evening, she was taken to the emergency room as a result of the symptom. The pt stated that when she arrived to the emergency room, they discovered her blood pressure was running high. The pt reported her blood glucose was "422 mg/dl" when tested with the ER/hospital meter and was treated with insulin (type and dose unk). The pt also reported that she was admitted into the hospital for a few days. The pt claimed reason for admission was as a result of the chest pain, hypertension and high blood glucose. Prior to going to the emergency room, the pt claimed she had tested her blood glucose with her onetouch ultramini meter that evening prior to her dinner and obtained a result in the "250 mg/dl" range. At the time of troubleshooting, the cca noted that the pt was using expired test strips. This complaint is being reported because the pt was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.